Event description:
It was reported to philips that flexvision monitor was not working, failed to retrieve all diagnostic information. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed as planned by using slave monitors for necessary viewing during the case. There was no harm reported to philips. The philips field service engineer (fse) visited onsite and confirmed that the left side of the flex monitor was black. To resolve the issue, fse reinstalled the ethernet to dvi adaptors in the b cab and behind the flex vision monitor. After repair the system was returned to use in good working condition. The codes were updated based on the investigation outcome.